Event description:
It was reported that the ilet user deployed the infusion set incorrectly on two attempts, then reconnected and resumed insulin delivery after guided troubleshooting; blood glucose was not affected, and a replacement two-pack was arranged. No reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included interruption of insulin delivery that was resolved through education and reconnection, with no medical intervention or hospitalization. Investigation included remote troubleshooting and user education on correct infusion set deployment and connector attachment. Investigation of this case revealed user handling error related to infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.